Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was not returned for analysis. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A hi-torque (ht) spartacore guide wire was selected for the procedure. During the procedure the ht spartacore guide wire broke. Some segment of the ht spartacore guide wire remained in the anatomy. There was a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It is likely that the tip became entrapped within the vessel or associated devices causing the reported separation. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported separation and foreign body in patient likely occurred due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.